Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 11.0-11.9cm and 11.9-13.1cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.